Manufacturer narrative:
Device manufacture date: november 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen¿45 gts event described as "the needle did not retract into the sleeve of the injector when the blue slider was pushed forward to a full stop" during implantation in left eye. Surgery was completed with backup xen¿ device. No eye injury noted.